Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose level of 400 mg/dl and diabetic ketoacidosis. Suspected cause was due to the customer's personal profile requiring adjustment. The customer was treated intravenously with fluids of saline and insulin. The customer was released from the ICU on (B)(6) 2021 with no permanent damage and issue resolved. Customer consulted with healthcare providers to adjust settings.